Manufacturer narrative:
Testing of sample infusion set conducted under bd complaint pr (B)(4). Visual inspection of the infusion set was conducted and there were no anomalies observed. Testing was conducted at flow rates of 0.1 ml/h, 1 ml/hr, 10 ml/hr, 100 ml/hr and 99 ml/hr. No instances of unregulated flow were observed. The customer complaint of flow issues - accuracy was not confirmed. A root cause analysis was not conducted because the failure was not replicated. A device history record review for material# 2260-0500 and lot# 25045043 was performed. The search showed that a total of 42,243 units in 1 lot number was built on 02apr2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
No product was returned by the customer and the provided photo does not show the sample or confirm reported issues. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2260-0500 and lot# 25045043 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02apr2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris pump infusion set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by customer that "overinfusion".